Event description:
It was initially reported that the suture eyelet broke off, during a labrum repair, and the entire implant remained in the pt. Upon completion of device evaluation in 2007, it was determined that the suture eyelet had not broken off, but the proximal end of the anchor broke off leaving a partial implant inside the pt. This device is used for treatment.

Manufacturer narrative:
The customer returned five devices from the same lot and two appeared used. The implants of the used devices had broken off and were not returned. Only the proximal ends including the suture loops remained inside the inserters returned. Inspection of all five inserters and loop (suture eyelet) test on the three unused samples met specifications. The condition observed on the used devices typically occurs when axial alignment is not maintained during implant insertion. However, the actual cause of this event has not been determined. This is the first complaint of this type for this part/lot combination.